Manufacturer narrative:
(B)(4). Device evaluation summary: the actual device was received for evaluation and a fracture was observed in the body of the needle. The needle was microscopically examined for this evaluation. The evaluation revealed the fracture was composed of predominantly microvoid coalescence, which is evidence of a ductile overload failure. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the procedure? What tissue was the needle being used on? Was additional dissection indicated to remove the needle portion? Can you explain ¿due to manipulations, the prosthesis has been changed?¿ was the patient treatment altered in anyway due to the additional dissection? What is the surgeon opinion of the cause/ contributing factors to the needle breakage? What are the patient age, gender, weight and medical history? What is the current condition of the patient?

Event description:
It was reported that a patient underwent surgical procedure on (B)(6) 2018 and suture was used. The needle broke in the wall when closing the aponeurosis. The needle tip was found using image intensifier and the needle was removed after several manipulations of tissue. The prosthesis has been changed with procedure delay of 15 minutes. To date, no patient consequences reported. Additional information has been requested.